Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they had had 3 MRI procedures, but they weren't informed that they needed to go to their doctor before and after the MRI. The patient stated that no one told them about the post MRI pump check. The patient stated that they got the report printed out after they got their pump refilled and the report read that on january 13th, the motor stalled and went back normal. Then the following reading on january 15th said, ¿the device alarmed and stopped the pump and showed a duration greater than 48 hours and added loss of therapy of 738 hours¿. Then last friday they went back to the doctor for another refill, and they were told that the pump never stopped working but the report also showed "consider additional testing". The patient was concerned about whether the pump really stopped or not. The agent asked the patient if they heard a beeping sound after the MRI procedures and the patient stated that they couldn¿t remember if there was. The agent asked how many days after the scan they had the pump checked and the patient said about a month. The agent reviewed MRI guidelines, report logs, and telemetry mode. The patient stated that at their next visit on february 25th, they would discuss the MRI guidelines with their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.